Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement of two proglide devices were completed using the pre-close technique via an 8f sheath prior to an impella interventional procedure. The sheath was upsized to a 13f and the impella procedure was completed. Reportedly, when attempting to close the vessel with the pre-placed sutures, a suture break occurred with one of the proglide devices resulting in hemostasis not being achieved. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly not trained in the use of the proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.